Manufacturer narrative:
G.4. There were multiple 510k numbers reported to be involved. The information is as follows: PMA / 510(k)#: k082150. Bd received one photo for investigation. The indicated failure mode of a missing label was observed in the photo however; tray pack residue was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: missing label. This complaint has not been confirmed for the indicated failure mode: tray pack residue. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using paxgene® blood rna tubes, one (1) tube was missing a label, which was found adhered to another tube. Additionally, loose styrofoam particles were present in the tray and were observed to electrostatically adhere to the bottoms of the tubes upon removal. There was no reported health impact or adverse consequence.